Event description:
(B)(4). It has been reported via sales rep that: switchpoint was turned on when smoke came out from the holes on the left side. A strong smell burnt could be felt in the room. A loud sound came from the device and the device switched off by itself.

Manufacturer narrative:
There was no report of pt involvement, thus no pt data exists. There is no expiration date for this product. Device has been received back at stryker communications on (B)(4) 2011 from (B)(6) and will be further evaluated for root cause. At the time of this report, there was no info with regard to the hospital address, name or phone number for the initial reporter. Eval summary: after further eval, it can't be confirmed at the time which component experienced a thermal event. The root cause has not been identified. There is a potential safety risk for video loss during a procedure if this malfunction would recur. In this particular case, the defective infinity was replaced with a new unit that was installed on (B)(4) 2011. This specific malfunction was identified prior to use, and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.